Event description:
It was reported that an automatic safety switch occurred due to high, out of range impedances on the right ventricular (rv) lead. The impedances measured at 2003 ohms and the trending showed a gradual increase over the past several months. It was noted that when programmed in unipolar, the thresholds and impedances are stable. Additionally, the physician suspects a conductor fracture. This lead currently remains implanted and in service. Surgical intervention is intended but has not been determined. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic safety switch occurred due to high, out of range impedances on the right ventricular (rv) lead. The impedances measured at 2003 ohms and the trending showed a gradual increase over the past several months. It was noted that when programmed in unipolar, the thresholds and impedances are stable. Additionally, the physician suspects a conductor fracture. This lead currently remains implanted and in service. Surgical intervention is intended but has not been determined. No adverse patient effects were reported. Since the initial notification of the reported issues, further information was provided from the field representative, and technical services were consulted. It was indicated that another safety switch occurred, and there was a sudden decrease in the pacing impedances, which are now around 590 ohms. The field rep also indicated that noise was observed which was recorded as ventricular tachycardia episodes. The sensitivity was decreased in an attempt to reduce oversensing. A ts consultant indicated that due to the previous gradual rise in impedances appears to be due to calcification/mineralization around the lead. Further troubleshooting was recommended. This lead still remains implanted and in service. Surgical intervention is planned to explant this lead. Additional information: recent field updates indicated the necessity for lead extraction due to an occluded subclavian vein, followed by the placement of a new lead. This lead was discarded at the hospital after breaking into three parts during the extraction process.

Event description:
It was reported that an automatic safety switch occurred due to high, out of range impedances on the right ventricular (rv) lead. The impedances measured at 2003 ohms and the trending showed a gradual increase over the past several months. It was noted that when programmed in unipolar, the thresholds and impedances are stable. Additionally, the physician suspects a conductor fracture. This lead currently remains implanted and in service. Surgical intervention is intended but has not been determined. No adverse patient effects were reported. Since the initial notification of the reported issues, further information was provided from the field representative, and technical services were consulted. It was indicated that another safety switch occurred, and there was a sudden decrease in the pacing impedances, which are now around 590 ohms. The field rep also indicated that noise was observed which was recorded as ventricular tachycardia episodes. The sensitivity was decreased in an attempt to reduce oversensing. A ts consultant indicated that due to the previous gradual rise in impedances appears to be due to calcification/mineralization around the lead. Further troubleshooting was recommended. This lead still remains implanted and in service. Surgical intervention is planned to explant this lead.